Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic pressure monitoring of a patient, blood was found to be leaking from the planecta. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to overtightening during use. A review of the device history record and complaint database could not be performed since the lot number was not provided.